Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial#: (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2011, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the patient's left implantable neurostimulator (ins) was removed due to a malfunction. The patient's indication for use is parkinson's dual.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.